Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
I was in a case with dr.(B)(6) today when he was using a 4.5 healix ref#222295 lot#3853442 and the anchor broke along with the tip of the inserter breaking off in the patient. It took a while to get the parts out of the joint and prolonged the procedure 7-10 minutes. He was still able to use the anchor for a medial row repair so a replacement will not be necessary. I believe it was due to bad placement/angle but still wanted to send in a complaint.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirmed that the distal tip of the device (including parts of the metal shaft) is broken off. The separated components were not included in the return. No other anomalies were noted. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed with one unrelated incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).